Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (45-50 mg/dl). Customer stated that low bg's are due to exercising, and not due to the pump or supplies. Customer drank juice and ate a snack to stabilize blood glucose levels. Customer's health care professional recommended pump settings be adjusted.